Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's sutures at her ipg site had opened and the physician planned on re-closing the incision on (B)(6) 2013. F/u info identified the pt underwent a surgical procedure on (B)(6) 2013 and her scs system was explanted per the pt's request. The pt had stated she was in too much pain from the implant and wanted the system explanted.